Event description:
A remedial action has been initiated to remove product from the field. Abbott point of care notified the FDA (B)(4) district office, on 08/21/2009 by telephone and on 08/25/2009 in writing, of the remedial action. Abbott point of care had become aware that the storage temperature on the outside shipping box of the I-stat 1 analyzer was incorrect for analyzers shipped between december 2008 and july 2009. The label indicated storage conditions of -20 to 50 degrees celsius and the correct conditions are -10 to 46 degrees celsius.